Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the "description" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device was programmed to secondary vector and this patient received an inappropriate shock. A boston scientific technical services consultant suspected a setscrew seal plug issue following data review. The consultant provided programming options to the caller. No adverse patient effects were reported.